Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 524mg/dl. The customer treated with the pump and an insulin shot. Customer indicated that their doctor has not been contacted and their blood glucose value was 106 mg/dl at the time of the call. Troubleshooting was performed and found that the customer disconnected the pump the night before and forgot to put it back on in the morning. Customer woke up with 524mg/dl, but then put the pump back on and their blood glucose level went down to 106mg/dl. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the pump being disconnected while sleeping.